Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and insulin was squirting out. The customer's blood glucose was unknown at the time of incident. The customer stated that he normally takes out the reservoir, rewinds the pump then primes out the insulin when insulin squirted out. The customer was advised that he will be receiving a loaner pump. The customer called back after 2 days and reported high blood sugars due to no delivery alarms. Troubleshooting was not completed. The customer stated that to circumvent the problem, he knew that he had to keep the reservoir refilled before it gets empty. The insulin pump was not returned for analysis.